Event description:
Description from the customer report: during priming a lea on inlet to oxy port was detected. Customer was not sure if the leakage was coming from the luer lock. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the device for investigation and received it on (B)(6)2015. A visual inspection and a tightness test on blood side with water(1,5 bar pressure) with pressure-measurement-clock was performed in the laboratory of the manufacturer. The tightness test on blood side of the oxygenator was not in order. During a visual inspection cracks at the luer lock on the blood inlet connector were detected. These cracks could be the most probable cause for the leakage. Therefore the reported failure could be confirmed by the manufacturer. Maquet cardiopulmonary ag will continue to monitor incoming reports for any trends and to determine if further action is necessary. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered (B)(4).